Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2007, the patient underwent anterior retroperitoneal exposure of l4-l5 spinal level, anterior spinal fusion to treat for the pre-op diagnosis of degenerative disc disease with decision for anterior and posterior spinal fusion, anterior fusion at l4-l5 at l4-l5 spinal level. On (B)(6) 2007, the patient underwent anterior l4-l5 arthrodesis utilizing interbody lt cages with bone morphogenic protein to treat the following pre-op diagnosis. Intractable mechanical low back pain due to l4-l5 discogenic disease. Status post previous anterior-posterior fusion, l4-s1 for symptomatic spondylolisthesis. Op- note: 16 mm x 23 mm lt cages were chosen. The double barrel guard system was pounded into place with good distraction and stability achieved. Hand reaming was then done with placement of these two lt cates with bmp sponges with. The instrumentation was monitored by lateral fluoroscopy. Final image of the implants appear to show satisfactory positon and good stability realized. The patient tolerated the procedure well. On (B)(6) 2007, the patient underwent posterior l4-l5 arthrodesis using local bone autograft with allograft extenders and bmp to treat the following pre-op diagnosis: intractable mechanical low back pain secondary to l4-5 disc disease. Status post l5-s1 anterior posterior arthrodesis. Op note: the bone was preserved for local autografting. This was extended buy bmp sponges with bone graft matrix. It was placed in the posterior lateral gutter for posterior arthrodesis. Patient appeared to tolerate the procedure well and arrived in the recovery room in satisfactory condition.